Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 465cc mentor memorygel breast implant experienced right sided baker grade iii/IV capsular contracture post procedure. The capsular contracture was accompanied by distortion. The patient visited the physician¿s office and received a medical diagnosis for the capsular contracture. As a result, capsulotomy and replacement with a new 465cc mentor memorygel breast implant was performed on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on july 24, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The investigation of the returned device was completed by the failure analysis lab on august 5, 2020. Device evaluation summary: during a visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).